Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 209 mg/dl and 409 mg/dl (hcp) respectively (49% difference). No symptoms were reported. Control solution test result (122) was in range (97-145). There was no allegation of harm.